Manufacturer narrative:
The event is reported at this time based on additional information received indicating a possible serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient experienced little hemorrhagic transformation with an onset date of on (B)(6) 2025 and an outcome status of unknown. This event did not result in any treatment or any other actions taken. This was not a recurrent or new stroke. There was no relationship for relating the adverse event (ae) to the system or procedure. This ae had a causal relationship with the disease under study. Ae was not related to an underlying condition or disease. Ae did not result from a device deficiency. Baseline modified rankin scale (mrs) score 0, national institutes of health stroke scale (nihss) 19. This event did not lead to congenital anomaly, death, disability, hospitalization, or medical intervention and was not considered life-threatening. The site assessed this event as not related to the device, or procedure. The sponsor assessed this event as related to the index procedure. Pre-procedure mtici score 0, final post procedure mtici score 2b. Additional information received reported core lab noted there was distal embolization in new vascular territory during the index thrombectomy procedure on (B)(6) 2025. The baseline clot was in the right carotid t and distal embolization was to right aca a3 segment. Final post-procedure mtici score 2b was achieved. No patient symptoms associated with the post-operative hemorrhage were reported and the hemorrhage event did not result in hospitalization/prolonged hospitalization or additional treatment. Patient outcome of "no injury" was reported associated with the observed of distal embolization during the index procedure. Nihss was 19 at baseline; nihss had improved to 16 at 24 hours post-operative and remained 16 at discharge. The site has not confirmed core lab observation of distal embolization to new vascular territory during the index procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that there was small bulbar dissection during thrombectomy treated by embolization of carotid t and anterior cerebral artery (aca). The onset date was 2025-01-23. This adverse event (ae) resulted in percutaneous intervention. Ae did not result in blood transfusion, concomitant treatment, physical therapy, surgical procedure, or other actions taken. The outcome status is recovered/resolved on (B)(6) 2025. Ae did not result in diagnostic imaging or test being performed. Ae occurred during procedure. Ae was not a recurrent or new stroke. Rationale for relating ae to system or procedure was: dissection caused by thrombectomy. Ae was not related to the disease under study or an underlying condition or disease. Ae did not result from a device deficiency. The patient's modified rankin scale (mrs) score was 0, national institutes of health stroke scale (nihss) 19. The site assessed this event did not lead to congenital anomaly, death, disability, or hospitalization, and was not considered life threatening and did lead to medical intervention. The site assessed it was not related to the aspiration catheter, balloon guide catheter, medtronic ancillary device, riptide pump, canister or tubing, rist radial access catheter, or stent retriever, and causally related to the study procedure. The sponsor assessed this event as serious, causal to the study procedure and possible to the react aspiration catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that on (B)(6) 2025, the clinical events committee (cec) adjudicated as causal to the procedure and possible to the react.

Event description:
Additional information was received that the patient had embolization of carotid t and anterior cerebral artery (aca) during the procedure. The event was not a recurrent or new stroke. The adverse event was possibly related to the disease under study and not related to an underlying condition or disease. The event did not result from a device deficiency. The event resulted in percutaneous intervention. The outcome was recovered/resolved on (B)(6) 2023. The site assessed the event as not related to the devices but possibly related to the study procedure. The sponsor assessed as causally related to the study procedure and possibly related to the react aspiration catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.